Event description:
It was reported that a monarc sling was implanted on (B)(6) 2008. The attorney for the plaintiff has alleged as a result of the implanted mesh the plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, and other injuries. "It was also alleged that the plaintiff has suffered significant harm, conscious pain and suffering, physical injury and bodily impairment."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.